Event description:
The customer reported the generation of false high patient results for ise (ion selective electrodes) ise (ion selective electrode) na (sodium), potassium, and chloride (cl) on their au480 clinical chemistry analyzer. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found quality control out of range. The fse determined the cause of the failure was due to multiple hardware malfunction. The fse replaced buffer valves, sample syringe and reagent syringe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).